Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received intermittent unspecified alarms on the pump. There was no reported impact to customer¿s blood glucose. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.